Event description:
The device delivered inappropriate therapy due to noise. The noise is indicative of a ventricular lead fracture. Positional testing was unable to replicate the noise. The lead remains implanted.